Manufacturer narrative:
Continuation of d10: product ID 977a260 lot # serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, ud I#: b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead position misalignment had occurred, and the lead that had been placed at the thoracic spine th8-10 had migrated to the lumbar region. It was also stated by the physician that the cause of the lead displacement could not be identified. The patient was asked to undergo x-ray imaging, and surgery for lead repositioning was scheduled for (B)(6). The issue has not been resolved.